Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that a connection issue within the plug unit of the connector led to the ¿no image¿ malfunction. For the connecting-tube-protrusion malfunction, the most probable cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope insertion part, specifically the connecting tube was protruded, and there was a no-image issue. There was no patient involvement.